Event description:
The customer observed multiple, imprecise and higher than expected vitros phbr quality control results while using the vitros 5,1 fs chemistry system. Vitro phbr lot 2537-0058-8573: biorad l1 qc fluid result= 22.7, 25.6 ug/ml vs. 13.3 ug/ml; g1647 qc fluid result= 18.9, 14.8 ug/ml vs. 10.73 ug/ml; h1648 qc fluid result= 40.2 ug/ml vs. 27.75 ug/ml; j1649 qc fluid result = 76.8, >80.0, >80.0, 77.3, >80.0, 76.2, 75.5, 77.0, 79.3, >80.0, >80.0 ug/ml vs. 61.14 ug/ml; vitros phbr lot 2539-0062-2573: biorad l1 qc fluid result= 16.7 ug/ml vs. 13.3 ug/ml; h1648 qc fluid result= 32.1 ug/ml vs. 26.58 ug/ml; j1649 qc fluid result = 74.1, 79.8, >80.0, 75.0, 78.9, 76.8, 79.5, 76.1, 75.4, >80.0, 75.0, 74.1, 75.7, >80.0 ug/ml vs. 59.86 ug/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. Patient samples were not tested for vitros phbr while quality control results were outside of expected ranges. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that unexpected vitros phbr quality control results were obtained from vitros phbr lot 2537-0058-8573 and 2539-0062-2573 on a vitros 5,1 fs system. The investigation found no evidence to suggest a reagent malfunction occurred. The same vitros phbr lot performed within expectation on a second vitros 5,1 fs analyzer. An ocd field engineer performed service actions to iwf and incubator sub-systems of the analyzer. Following these service actions, expected performance was achieved. The investigation determined that the most likely root cause of this event is instrument related.